Event description:
It was reported that during an unknown procedure, the device leaked from both ends of staple line at one day after surgery. It was used for double stapling technique with the devce. Could fire completely with device. There was no adverse consequence to the patient.